Manufacturer narrative:
(B)(4). Removed and added as the samples were reported to be discarded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a minicap with inadequate iodine. The patient stated that the minicap also had a protruding sponge. There was no damage to the overpouch or shipping cartons reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture: 09/23/2015 - 09/30/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge was dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.